Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lung wedge resection procedure, the device cut but did not staple on the last firing a like device was used to complete the procedure. There was no reported patient consequence.